Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: patient having lap procedure for ruptured ectopic pregnancy. The fallopian tube segments and poc were removed using the covidien trocar and endo pouch gold specimen retrieval pouch 10mm. After removal of specimen and the surgeon was visualizing and washing out the abdomen before closure and noted fragments of the bag present in the patient's abdomen. The surgeon then retrieved 2 pieces of the pouch from the patients abdomen that had torn off when the pouch was pulled back through the trocar.

Manufacturer narrative:
(B)(4).